Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the scope connector. Also, evaluation found the up/down knob could not be locked securely due to wear of a forceps elevator lever, the suction cylinder was deformed, the number of missing elements exceeded the standard value due to damage on the ultrasonic probe, the displayed ultrasound image was defective due to damage on the acoustic lens, the acoustic lens was damaged, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope was leaking at the connection of tube to co2. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap in the adhesive between the acoustic lens and ultrasound probe and a stain entered inside the lens through the gap. The report is being submitted due to a gap between the lens and probe found during evaluation.